Manufacturer narrative:
The device was returned to smiths medical in good condition. Functional tests were performed. The reported problem was duplicated; there was high alarm displayed: air-in-line detected during testing. The air detector was defective and inoperable; the root cause of the defect was unknown. To correct the reported problem, the air detector was replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device was detecting air when there was no air present. No patient injury was reported.